Event description:
The healthcare professional reported that a neonate received the following results within 15 minutes: 1.7 mmol/l, 3.0 mmol/l, and a third measurement falling somewhere in between. The blood sample was obtained from a heel stick. The hematocrit level of the newborn was not provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Based on new information received 12-mar-2026 the following sections have been updated. B3: date of the event has been updated to 17-feb-2026. B5: the original values of 1.7 mmol/l vs 3.0 mmol/l are no longer valid, since the new/actual values were given from the meter memory from the nurse on (B)(6) 2026. The nurse reported that the results were obtained from the same baby, on two separate accu-chek instant meter's, using the same vial of test strips. Meter sn (B)(6) results: (B)(6) at 5:47 am 2.0 mmol/l. (B)(6) at 5:47 am 3.1 mmol/l. (B)(6) at 5:48 am 2.3 mmol/l. Meter sn (B)(6) results: (B)(6) at 5:54 am 2.3 mmol/l, (B)(6) at 5:55 am 3.1 mmol/l, (B)(6) at 5:56 am 2.4 mmol/l.